Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose measurements remained unaffected. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included guided troubleshooting and user education, including toggling the settings and restarting the ilet, with instructions to allow time for reconnection. Investigation of this case revealed a communication interruption between the continuous glucose monitor and the ilet that was addressed through standard pairing and restart steps without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device connectivity disruption consistent with known bluetooth communication limitations.

Manufacturer narrative:
Initial.